Event description:
Consumer complaint of "hi" blood results via daughter. Expected blood glucose results two hours after meals range from 450 to 500 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently (not) taking medication to manage diabetes. Back to back blood test performed during call declined. Verified storage of test strips is within specification. Test strip lot manufacturer's expiration date is 10/24/2017 and open vial date is 01/17/2015. Recall test results performed two hours after meals from meter memory: (B)(6) 2015, 5:35pm- hi, (B)(6) 2015; 6:03pm - 573mg/dl. (B)(6) 2015; 5:48pm - 468mg/dl. (B)(6) 2015; 6:22pm - 440mg/dl. (B)(6) 2015; 5:13pm - 350mg/dl. Adverse event not reported.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had a high glucose level.